Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate any power related issues. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had an intermittent power issue. No further details were provided. There is no known patient use associated with the reported issue.

Manufacturer narrative:
After additional testing of the device, physio-control was still unable to duplicate the reported intermittent power issue. As a precaution, physio replaced all four (4) of the device's battery pins. Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing, the unit was returned to the customer for use. The cause of the reported issue could not be determined.